Manufacturer narrative:
Corrected: medical device problem code. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Additional field information indicated that ablations were performed with an rf power up to 50w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop" and "high power should only be used in special circumstances and only when good contact force cannot be achieved". However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac perforation is a known risk during the use of this device. It should be noted, the physician stated he may have gotten into a myocardial pouch during the ablation which caused the steam pop.

Event description:
During a pulmonary vein isolation (pvi) procedure due to atrial fibrillation, a pericardial effusion occurred in the right atrium somewhere near the cti and a pericardiocentesis was performed to stabilize the patient. After the pvi, an atrial tachycardia was induced by pacing. The left atrium was mapped with the advisor fl se catheter. However, only late potentials were found so it was decided to map the right atrium as well. The tachycardia changed its morphology during the mapping process. A slightly different tachycardia was noted which turned out to be a typical atrial flutter. It was then decided to perform a cti ablation with the tacticath se catheter. High power was used, in short duration mode (50 w, 43 *c) with a maximum duration of 20 seconds. An impedance drop alert was programmed as well. The ablation started and a steam pop occurred during the second ablation on the cti. No impedance issues were noted up to that moment. After 4 minutes, the patient became hypotensive and the ablation process was aborted immediately. An emergency pericardial puncture was performed and the patient¿s condition stabilized, but the blood flow did not stop. The patient was delivered to the ICU to be transferred to another hospital (mediclin hospital in coswig) as there is a cardiothoracic emergency unit as the patient may need surgery. The patient is in stable condition and is currently recovering at home waiting for rehab. There were no performance issues with the catheter itself. The physician stated he may have gotten into a myocardial pouch during ablation which caused the steam pop.